Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were 5 visits for which patient ids were not transmitted, resulting in the failure of message processing. A technical support specialist verified with the customer that they changed their healthconnect settings to allow patient ids to cross. However, they could not resend the update messages for the visits to show up on the es server. The customer then manually entered the visits into the es server and reconciled the temporary visit transactions to them and received permission to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacturer details are kept blank since the given asset information was found to be es s/w only server.

Event description:
It was reported when using the pyxis medstation es system, multiple patients were not crossing from cerner to the station, which hindered the reconciliation process.the customer reported that the issue occurred while a user was trying to issue medication to a patient, resulting in a delay of a few minutes as users set up a temporary visit.there were no adverse events or injuries reported based on this incident.